Event description:
It was reported that pump generated cartridge alarm during use, and caller noted this issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged replacement pump under warranty.